Event description:
It was reported that patient had a infection at the ipg site. Surgical intervention was undertaken and the ipg was explanted. Patient also was treated with antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.